Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's representative reported unknown side "rupture." The device remains implanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional confirmed "implant rupture". The treatment for left side was noted as exchange/capsulectomy. The device has been explanted, replaced, and discarded.

Event description:
Patient's representative reported, left side "rupture". The device remains implanted.

Event description:
Healthcare professional confirmed left side implant rupture. The treatment for left side was noted as exchange/capsulectomy. The device has been explanted and discarded due to extreme rupture. The device was replaced by non allergan device.